Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2014, when the scrub tech loaded a screw onto the cross pinned stardrive screwdriver (03.614.018) at the back table, when the tip of the screwdriver broke off at the cross pin. It was a clean break and the tip of the screwdriver was recovered. Another screwdriver was readily available. There were no damage to the screw and the screw was implanted. Surgery was successfully completed without surgical delay or patient harm. No other medical intervention required. Patient was fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Review of the device history records for part number 03.614.018, lot 6070266, showed no non-conformances generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was completed: the part was returned with the tip broken off at the location where the pin is pressed through. There appears to be slight marking on the tip, and marks along the shaft indicating use. The complaint is confirmed. The tip has broken off. The stardrive form is oversized as the taper depth reading is shallow. The dowel pin is also oversized and slightly out of round. One side of the pin reads 1.532/1.554 while the other side is 1.511/1.524. The oversized pin is relevant to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product investigation reported the driver was received with a fractured tip right below the location of the cross pin. There are minor scratches along the surface but the remainder of the instrument is in good condition. The cross pinned star-drive screwdriver shaft (03.614.018 lot 5831635) is a component of the synapse instrument and titanium implant set (01.614.001) and the synapse 4.0mm instrument and titanium implant set (01.615.006), both of which are intended to be used with the synapse system. The synapse system was designed for posterior stabilization of the upper spine. The cross pinned star-drive shaft is specifically designed to insert 3.5mm and 4.5mm self-tapping synapse screws, which are able to be connected through the use of rods and locking caps (synapse system technique guide j7614-d). Drawings for the cross pinned star-drive shaft were reviewed: specifically those relevant to the driver shaft (03_614_018_1 rev g) and the assembly (03_614_018 rev d). These drawings were found suitable to determine the intended device design, application and dimensional conformity. The fracture of the driver tip occurred just below the location of the cross pin. The specified dimensions of the pin on drawing 03_614_018_2 rev c and hole on 03_614_018_1 rev g provide for a standard force fit. Per the complaint, the driver fractured while the scrub tech was loading the screw on to the driver. The amount of force applied is unknown. It should be noted that per the manufacturing evaluation, the pin was found to be oversized and out of round on one end. The oversized pin may have added additional stresses to the driver tip beyond that of the recommended force fit interference. These additional stresses added to the possible off axis screw loading scenario may have led to the fracture. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.